Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support about maladaptive use of the ilet with dexcom g7, including routinely announcing meals in smaller-than-usual amounts and canceling meal delivery after approximately 30 percent to influence the algorithm, and asked whether the algorithm could be corrected without a factory reset. Symptoms included episodes of low and high glucose. Outcomes included the need for troubleshooting and education regarding safe use, including guidance to avoid using meal announcements as a correction method and to use oral glucose when indicated. Investigation included user interview, review of reported use patterns, and troubleshooting guidance. Investigation of this case revealed improper use of meal announcements and premature cancellation of bolus delivery, which can drive algorithm maladaptation and contribute to glycemic excursions; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.